Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the xact carotid stent system electronic instructions for use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery. A nav6 filter was deployed and pre-dilatation was performed. The 9 x 30 x 136 xact stent was advanced, but could not cross to the lesion due to the anatomy. Further dilatation was performed and a 9 x 7 x 30 xact stent was implanted. Angiography was performed, but it was realized that the stent was implanted in the external carotid artery, and not in the intended lesion. A new balloon catheter was advanced through the stent struts of the implanted stent, and the 10 x 30 x 136 xact stent was deployed in the internal carotid artery. The procedure was completed, and the patient was stable. The next day, the patient experienced a stroke. No treatment was reported. The patient was discharged 4 days post-procedure, fully recovered. No additional information was provided.